Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2021. At 5:00am on (B)(6) 2021, there were no values, only dashes, on the patients continuous glucose monitor (cgm). The patients partner noted the patient had lost consciousness and called emergency medical services (ems). Upon arrival, the paramedics performed a finger stick bg which was 22 mg/dl. The patient was treated with IV glucose and 2 tubes of glucose gel. Post-treatment, the patients bg was 147 mg/dl. The patient declined transportation to the hospital. After the paramedics left, the patients cgm came back on-line and displayed 141 mg/dl; however, her finger stick bg was 57 mg/dl. The patient continued feel dizzy and self-treat with food. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.